Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, confirmed that the customer turned the pyxis off and back on and the station booted up. A field service engineer verified the power cable was securely connected; tested all drawers and the power system, with no issues observed. The system functioned as intended when the field service engineer investigate the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was powered off. Customer confirmed that the cable was plugged in and turned on. Customer turned the pyxis off and back on and the station booted up. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.